Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient is allergic to nickel. Patient described the area as a red and raised rash on the back under the te pads and under the left chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the allergic reaction. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.